Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited intermittent capture. Programming changes were made, but none were made. The patient has experienced no consequences.

Event description:
New information reports that the patient underwent a reprogramming procedure on their implantable cardioverter defibrillator on (B)(6) 2022. They were stable after the procedure.